Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140064. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05540. It was reported that the patient's system did not provide effective therapy and the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg site was revised, and a lead was repositioned. Therapy was restored post-op.